Event description:
The customer reported that the system blew a fuse on the ps2 in the mainframe. The interlock failure displayed at boot up.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.